Event description:
It was reported the pt was not receiving full stimulation coverage. The pt was only receiving stimulation to her legs and not the back area. The physician opted to explant the entire system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.